Event description:
It was reported that during a procedure to address a distal radius fracture, the surgeon allegedly indicated that the plate was non-conforming. The complained plate was implanted as there were no other options available after the procedure had commenced. There was a 30 minute delay in completing the procedure, but otherwise there was no adverse patient event. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.